Manufacturer narrative:
The pump was received with a protruded/loose drive support disk, minor scratches on the display window, a cracked reservoir tube lip, and a missing end cap sticker. The pump gave an alarm during the basic occlusion test due to the protruded/loose drive support disk.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 134 mg/dl, which she treated with manual injection. During troubleshooting, the customer stated the insulin pump was not dropped or bumped and the drive support cap was sticking out. It was unknown if customer had pressed in the drive support cap, but there had been no adverse events. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.